Manufacturer narrative:
Customer mistakenly returned the breast pump base through ups and not (B)(6) as indicated on the pre-paid (B)(6) return label. Breast pump base has not arrived back to ameda labs for investigation therefore an overall pump inspection or testing was never completed. If the pump in question is returned, a supplemental medwatch will be completed and filed with the FDA.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report using the purely yours breast pump on battery power while at home that day. She states hearing a loud pop inside the battery compartment shortly after completing the pumping session. The customer opened the compartment, finding one battery had exploded, spilling black fluid inside the battery compartment. She denies any fluid leaking out onto the furniture, her clothing or her person. She denies any injury, burn or property damage in this event. A replacement purely yours pump was sent overnight to this customer.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.